Event description:
Follow-up information was received on 11-may-2021: batch number was confirmed as 100134296. A lot search in the global safety database was conducted. The outcome of the events remained unchanged.

Manufacturer narrative:
The device history record for radiesse lot number 100134296 was reviewed. A lot search was conducted on the reported lot and no other similar events were noted. No nonconformances were noted that would have contributed to this event.

Manufacturer narrative:
This case was assessed as reportable to the FDA as the event, tissue ischemia (pt: injection site ischaemia), was deemed to meet serious injury criteria of necessitated medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure. The device history record could not be reviewed as the lot number reported (1001344296) is not a valid lot number.

Event description:
This spontaneous report was received from a (B)(6) physician and concerns a (B)(6) year-old male patient. He was injected subcutaneously with radiesse®, into the temporo-frontal region and malar region, for collagen biostimulation, on (B)(6) 2021. He was injected with 0.2 ml into the right temporo-frontal region. Radiesse® was diluted with 1.5 ml of an anesthetic without a vasoconstrictor, in a 1:1 ratio, using a 22g cannula. The patient was previously treated with hyaluronic acid and botulinum toxin. Further patients medical history and concomitant medication were reported as none. He had no disposition to lymph drainage problems, allergies, autoimmune diseases, intake of interferon or omalizumab, or surgical interventions in the past. On (B)(6) 2021, during the treatment with radiesse®, the patient experienced a greater bleeding at the cannula entry hole, with edema at the injection site. It was stopped with local compression. The patient was injected without further complications. The patient did not report any pain at the time of the injection or on subsequent days. On (B)(6) 2021 (also reported as (B)(6) 2021), 3 days after the treatment with radiesse®, the patient experienced a haematoma in the right temporal frontal region. It was further described as a livedoid vasculopathy in the right temporal frontal region. The physician suspected a tissue ischemia. Corrective treatment included 600 units of hyaluronidase, 40 mg of prednisone daily, 50 mg of sildenafil every 12 hours, and a warm compress. No systemic antibiotic was prescribed, and the patient was not hospitalized. The outcome of the event tissue ischemia was unknown. Due to the provided information, the outcome of the events greater bleeding and edema was considered as resolved, on (B)(6) 2021. In the opinion of the reporter, the events were not life-threatening, not permanent and related to radiesse®. Follow-up information was received on 29-apr-2021: the events hyperpigmentation and discrete vasodilation were added. The patient was injected subcutaneous with a volume of 0,2 m (as reported) of radiesse®, into the temporal area. A retrojection injection technique, with a 22g cannula was used. The batch number was reported as 1001344296. A lot search in the global safety database was conducted. The patient was injected with restylane®, into the other areas of the face, on (B)(6) 2021. He was injected with hyaluronic acid into the malar area, two years prior to this report. The patient did not have any medical history or known allergies. The reporter confirmed that the bleeding occurred after perforating the skin with a needle on the posterior zygomatic area. A superficial needle puncture for the cannula insertion was performed. The bleeding at the time was moderate, but was easily controlled by compressing the area for 2 minutes. The patient fully recovered. The hematoma was considered as a symptom due to the needle perforation. The reporter informed that there was no evidence of ischemia, until 3 days after the procedure. There were no areas of ulceration and the skin perfusion normalized and the patient fully recovered. At the time of this report, there was only a small area of hyperpigmentation and discrete vasodilation in the area. Due to the provided information, the outcome of the event tissue ischemia was considered as and changed from unknown to resolved. The outcome of the events hyperpigmentation and discrete vasodilation was considered as not resolved. The outcome of the events greater bleeding and edema was left unchanged.